Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the "unit will not power on". Unknown when issue was identified. No patient involvement reported.

Event description:
It was reported the "unit will not power on". No patient involvement reported.

Manufacturer narrative:
(B)(4), additional information was received indicating the issue occurred prior to use on a patient. Corrected data: corrected data: section f.10.-health effect clinical code corrected to 4582. Section f.10.-health effect impact code corrected to 2645. Section h.6.-health effect clinical code corrected to 4582. Section h.6.-health effect impact code corrected to 2645.